Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient went to use their programmer unit to change the settings, a power-on-rest (por) was observed on their implantable neurostimulator (ins). The patient was also unable to adjust the stimulation on the ins. The patient initially stated that they first observed the por (and a ¿call your doctor¿ icon) screen on the programmer for the first time today but then stated that they had seen if before. The patient had gone to their urologist¿s office to ¿see what they could do about it¿ but was directed to contact the manufacturer because they couldn¿t do anything about the por message. The patient had contacted the manufacturer¿s representative about 2 weeks ago but had not heard anything back. Further information received reported the manufacturer¿s representative had contacted the patient¿s physician and that they were aware of the patient. They were going to address the patient¿s issue from this point with the possibility of a ¿joint effort¿ with the manufacturer¿s representative to check the device. Additional information received on the same date reported that the patient never had therapeutic effect. The patient stated that they had urinary retention and bladder spasms prior to implant. The patient stated that they can¿t pee for 2 weeks at a time and still had to use a catheter. It was noted that they patient¿s trial was ¿fine¿, but with the permanent implant they had retention, possibly worse than before implantation. The patient stated that they had their settings changed and was reprogrammed but had no revisions/tests on the leads. The patient also experienced pain at the ins site which started at implant. The patient had a revision at the ins site in april but still had pain at the site. The patient stated that they have had 2 urologists and they are all in ¿the same loop¿ so each doctor just treats them based on what the previous healthcare professional (hcp) had said or done. It was also reported that the patient wanted to get a second opinion on their therapy and requested locating a new physician. It was confirmed that the patient¿s trial was successful but now the therapy has not and was considering explantation and possibly a new implant. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va01ngx, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).